Event description:
It was reported that this right ventricular lead exhibited noise and high out of range pacing impedance measurements. It is suspected that this lead experienced fracture. A device replacement has been scheduled in the near future. This lead remains in service. No further adverse patient effects were reported.